Event description:
A user facility¿s biomedical technician (bmt) reported to fresenius medical care via email that a fmc bloodline had a tear in the blood pump segment. Follow up with the clinic manager revealed that a fresenius combiset bloodline leaked two hours after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with an air in line alarm. The leak originated from a tear in the blood pump segment of the bloodline. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation. The machine was removed from service following the incident. The bmt didn¿t find any issues, so repairs or adjustments were made to the machine. The machine has been returned to service without further incident.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility¿s biomedical technician (bmt) reported to fresenius medical care via email that a fmc bloodline had a tear in the blood pump segment. Follow up with the clinic manager revealed that a fresenius combiset bloodline leaked two hours after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with an air in line alarm. The leak originated from a tear in the blood pump segment of the bloodline. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation. The machine was removed from service following the incident. The bmt didn¿t find any issues, so repairs or adjustments were made to the machine. The machine has been returned to service without further incident.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.